Event description:
It was reported that the coil could not be detached and a micro snare was used to retrieve the coil from the pt. No pt injury reported.

Manufacturer narrative:
The device has been evaluated and it was confirmed that the coil was still attached to the pusher assembly. However, the cause of the coil non-detachment could not be determined.